Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. Medical device - expiration date: 10/2023.

Event description:
It was reported that during flushing the chronic catheter allegedly made a popping sound. Reportedly, the patient experienced swelling and tenderness on the left chest wall at the catheter site. It was further reported that an x-ray demonstrated a fluid leak into the thoracic cavity. Reportedly, the device was removed and replaced. The patient status is unknown.

Manufacturer narrative:
Manufacturer review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 7 fr d/l hickman chronic venous catheter (65cm) with surecuff was returned. Visual, microscopic, tactile and functional testing were performed. The testing revealed an s shape and necking around the crack site. The investigation is confirmed for subcutaneous burst w/o embolization as the shape of the crack, the necking, as well as the granular nature of the crack surface are typical characteristics of a burst event. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Expiration date: 10/2023.

Event description:
It was reported that during flushing the chronic catheter allegedly made a popping sound. Reportedly, the patient experienced swelling and tenderness on the left chest wall at the catheter site. It was further reported that an x-ray demonstrated a fluid leak into the thoracic cavity. Reportedly, the device was removed and replaced. The patient status is unknown.